Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer overcorrected via a bolus. The customer's blood glucose (bg) level subsequently decreased to be in the 40's mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.